Event description:
During a laparoscopic supracervical hysterectomy, after approx 3-5 mins of using the harmonic ace laparoscopic shears (cat # har36, lot # k92n77), the generator (serial # (B)(4)) alarmed to reactivate tips and quit working. Instrument was reactivated with same grey cord (serial # (B)(4)) and failed again. This was done twice with a new generator also with same results. Same lot number on shears. Used a different product to work on pt. No pt harm.